Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter kit received. The kit included one pusher catheter loaded into touhy-borst adapter loaded onto a filter storage tube, and one completely deployed denali filter. The complaint sample appeared to have residue throughout. The filter was observed to be completely deployed with no anomalies. The pusher catheter appeared to have a bend. A stopcock was loaded onto the touhy-borst adapter. No other anomalies were observed. On visual evaluation, the pusher catheter was received loaded into the touhy-borst adapter and filter storage tube. Functional testing, the loaded pusher catheter was offloaded from the touhy-borst adapter and the filter storage tube without issue. The touhy-borst adapter was offloaded from the filter storage tube without issue. Therefore, the investigation is inconclusive for the reported premature activation as the conditions of use cannot be recreated. A definitive root cause for the premature activation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an inferior vena cava filter placement procedure using the denali filter. During the procedure, the filter allegedly come out from the junction of sheath and filter storage tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an inferior vena cava filter placement procedure using the denali filter. During the procedure, the filter allegedly come out from the junction of sheath and filter storage tube. The procedure was completed using another device. There was no reported patient injury.